Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and started to experience infections. The exact nature of these infections was not specified, therefore in a conservative approach, this event was interpreted as pelvic infections. The event was considered serious due to medical relevance and it is anticipated in the reference safety information for essure. Additionally, non-serious events were reported. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, the exact time interval between essure insertion and the event was not reported. Considering the nature of this event, a contributory role of essure cannot be excluded. Essure was removed five years after its insertion, and it was not clear whether the removal was related to the infections. However, the case was regarded as incident since a device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), menstruation irregular ("irregular menstrual cycle") and nausea ("nausea"). The patient was treated with surgery (removal of the device on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic infection, menstruation irregular and nausea outcome was unknown. The reporter considered pelvic infection, menstruation irregular and nausea to be related to essure. Company causality comment: this non-medically confirmed legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and started to experience infections. The exact nature of these infections was not specified, therefore in a conservative approach, this event was interpreted as pelvic infections. The event was considered serious due to medical relevance and it is anticipated in the reference safety information for essure. Additionally, non-serious events were reported. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, the exact time interval between essure insertion and the event was not reported. Considering the nature of this event, a contributory role of essure cannot be excluded. Essure was removed five years after its insertion, and it was not clear whether the removal was related to the infections. However, the case was regarded as incident since a device removal was required. A product technical analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 678809, 12429135) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube patency despite satisfactory positioning of left essure.". The patient's past medical history included vulvovaginitis. Previously administered products included for birth control: loestrin and mirena. Concurrent conditions included bacterial vaginosis, dysuria, urinary tract infection and vulvovaginal candidiasis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), pruritus ("itching"), migraine ("migraine /headache(headache coded "separately")"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pruritus ("vaginal itching"), alopecia ("hair loss"), abdominal pain ("abdominal pain /pain"), rash ("rashes"), headache ("headache/migraine("migraine" coded "separately")") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, menorrhagia, vaginal haemorrhage, menstruation irregular, pruritus, vulvovaginal pruritus and headache outcome was unknown and the nausea, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain, rash and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic infection, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion hsg on (B)(6) 2010: unilateral occlusion (right tube occluded). Left fallopian tube patency despite satisfactory positioning of left essure. Most recent follow-up information incorporated above includes: on 9-jul-2018: case (B)(4) was identified as duplicate of this case and should be deleted from argus. All document and information was transferred to the remaining case. Events added as per attached source document on 28th feb. 18 which has been transferred from case no (B)(4). Pfs received. Date of birth was updated. Historical drug and lab data added. Insertion date updated. Events added: menorrhagia, vaginal bleeding, itching, migraine headache, "nausea", dysmenorrhea, dyspareunia, vaginal discharge, fatigue, vaginal itching, hair loss, abdominal pain, pain, rashes,left fallopian tube patency despite satisfactory positioning of left essure. On (B)(6) 2018: case deletion confirmation mail received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") in an adult female patient who had essure (batch no. 678809, 12429135) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vulvovaginitis. Concurrent conditions included bacterial vaginosis, dysuria, urinary tract infection and vulvovaginal candidiasis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle") and nausea ("nausea"). The patient was treated with removal of the device on (B)(6) 2015. At the time of the report, the pelvic infection, menstruation irregular and nausea outcome was unknown. The reporter considered menstruation irregular, nausea and pelvic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: ; on (B)(6) 2011: bilateral fallopian tube occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (678809, 12429135) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 678809, 12429135) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube patency despite satisfactory positioning of left essure.". The patient's past medical history included vulvovaginitis. Previously administered products included for birth control: loestrin and mirena. Concurrent conditions included bacterial vaginosis, dysuria, urinary tract infection and vulvovaginal candidiasis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), pruritus ("itching"), migraine ("migraine /headache(headache coded seperately)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal pruritus ("vaginal itching"), alopecia ("hair loss"), abdominal pain ("abdominal pain /pain"), rash ("rashes"), headache ("headache/migraine(miraine coded seperately)") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, menorrhagia, vaginal haemorrhage, menstruation irregular, pruritus, vulvovaginal pruritus and headache outcome was unknown and the nausea, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, abdominal pain, rash and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic infection, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion hsg on (B)(6) 2010: unilateral occlusion (right tube occluded). Left fallopian tube patency despite satisfactory positioning of left essure . Lot numbers and exp/MFR dates 678809 sep2012 / sep2009. 12429135 oct2012 / jan2010 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia) ") in an adult female patient who had essure (batch no. 678809, 12429135) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube patency despite satisfactory positioning of left essure.". The patient's past medical history included vulvovaginitis. Previously administered products included for birth control: loestrin and mirena. Concurrent conditions included bacterial vaginosis, dysuria, urinary tract infection and vulvovaginal candidiasis. Concomitant products included alprazolam (xanax) and gabapentin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraine /headache(headache coded separately)"), alopecia ("hair loss") and headache ("headache/migraine(miraine coded separately)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2011, the patient experienced vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menstruation irregular ("irregular menstrual cycle"), nausea ("nausea"), pruritus ("itching"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain ("abdominal pain /pain"), urticaria ("rashes /rashes or skin conditions: whole body hives") and pelvic pain ("pain"). The patient was treated with medroxyprogesterone acetate (provera), ibuprofen, catarrh (benadryl allergy & sinus), metronidazole (metrogel), fluconazole (diflucan), nitrofurantoin (macrobid), terconazole (terazol), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, menorrhagia, vaginal haemorrhage, menstruation irregular, pruritus and headache outcome was unknown and the nausea, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, vulvovaginal pruritus, alopecia, abdominal pain, urticaria, pelvic pain and bacterial vaginosis had resolved. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic infection, pelvic pain, pruritus, urticaria, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral fallopian tube occlusion hsg on (B)(6) 2010: unilateral occlusion (right tube occluded). Left fallopian tube patency despite satisfactory positioning of left essure. Lot numbers and exp/MFR dates 678809 sep2012 / sep2009. 12429135 oct2012 / jan2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: pfs received. Reporter information updated. Concomitant drug, treatment drug were added. Added event bacterial vaginosis; pt updated for rashes or skin conditions: whole body hives. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.